Event description:
The patient reported that on her first day with v-go, v-go fell off, after 2-3 hours. The patient was wearing v-go on her abdomen. The patient observed that v-go did not have enough adhesive pad on it. The patient discarded the v-go.